Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material drawing found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. Based on the limited information provided, we are unable to rule out a user vs procedural variance as a contributing factor as the likely cause of the reported breakage of the inserter tip as it was reported that the surgeon used large amounts of force to try to withdraw the anchor. The inserter¿s tip is an external communicating device composed of 17-4 ph stainless steel per a564 that is neither manufactured nor intended for implantation and should have limited tissue/bone contact as long term implantation data is not available. Since the fragment remains inside the patient¿s patella, the potential for micro-motion and migration could not be ruled out. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a medial patella femoral ligament reconstruction, healicoil regenesorb 4.75mm was used, the surgeon was attempting to withdraw with a 4.75mm healicoil regenesorb suture anchors using the inserter device, forceps, graspers, and a 3.5mm spade drill in reverse but they did not success. The surgeon wished to withdraw because the anchor became comprised in harder bone by reinserting the anchor inserter device and attempting to unscrew the threads. Force was required to try and catch the anchor on the inserter to unscrew the threads of the anchor. Using the same hole a new 4.75mm healicoil regenesorb anchor was inserted. An anchor within an anchor and this managed to hold. After that, upon inspection an x ray was preformed, 2 tiny metal fragments were located in the patella. After investigation, it was determined these camerom the healicoil regenesorb inserter device when attempting to withdraw the anchor. Due hard bone, the surgeon was using large amounts of force to try and catch the anchor for withdrawal, cause the tips to snap. One fragment managed to fall into the knee joint and was withdrawn with suction and the other the surgeon was leave in the patella. There was no way to be able to withdraw. The procedure was successfully completed without a significant delay using a back up device. No patient injury or further complications were reported.